Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint is for a report of a leak. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A home patient (hp) reported to baxter (B)(4) that there was a leak in the cassette. There was no injury or medical intervention reported. A follow up call was made to the customer. The hp clarified that the leak was between patient line connector and the tip. No additional information is available.